Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family:scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7074322/7074383. Product family: scs-ipg-r-MRI, upn: m365sc12160, model:sc-1216, serial: (B)(4), batch: 509075.

Event description:
It was reported that after the implant procedure patient experienced excruciating leg pain. It was also noted that the lead had malfunctioned as the physician was pulling the stylet out of the lead. The physician concluded that the patients body was rejecting the leads. The patient underwent a system explant procedure. The explanted devices were discarded by medical facility.